Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an episode on (B)(6) 2023 that was later determined not to be ventricular tachycardia by the electrophysiology healthcare provider. Any patient symptoms, clinical compromise, or treatment performed was unknown. The patient did have a history of arrhythmia prior to lvad implant but it was unknown if this episode was device or therapy related. Historically relevant arrhythmia event MFR 2916596-2024-06290.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until the patient explanted on (B)(6) 2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was stated on (B)(6) 2024, that the patient experienced supraventricular tachycardia on (B)(6) 2023 with implantable cardioverter-defibrillator (ICD) anti-tachycardia pacing (atp) therapy.

Manufacturer narrative:
B5: narrative info. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.